Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that customer experienced the high blood glucose. The customer's blood glucose was 460 mg/dl. The customer was offered with the high blood glucose troubleshooting but, the customer declined. The troubleshooting was performed for the loss of communication. The product will not be returned for analysis.